Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Complaint sample was evaluated and the reported event was confirmed. Visual examination identified that the elevated rim was partially fractured, and still attached. Four through holes were present on the inner surface of the liner. The locking feature was damaged. Gouges and scratches were observed on the rim, inner surface, and several other points on the liner. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Event occurred in (B)(6).

Event description:
It was reported during an initial hip arthroplasty the liner fractured while the surgeon was reducing the hip. The fractured piece remained in situ causing the patient to dislocate the next day. Patient was taken back to be reduced, however the hip kept dislocating. Approximately 20 day post operatively the patient was revised and during the surgery the fragment of the fractured liner was found in the acetabular shell.